Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 31, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1 month after the dental implant was placed in (B)(6) site 31, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)